Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned follow-up data from (B)(6) 2019 have been analyzed. The inspection of the available iegms revealed the presence of noise in the right ventricular as well as the farfield channel, confirming the clinical observation. The threshold test also documented noise signals in the right ventricular channel. Furthermore, the inspection of the trend data showed strongly fluctuating values of the pacing and shock impedances between (B)(6) 2018 and (B)(6) 2019. Based on the available information, the root cause of these observations was not determinable. However, an insulation damage of the lead cannot be excluded. There was no indication of an ICD malfunction. Should the lead itself become available for analysis, this investigation will be updated.

Event description:
After an implantation period of approx. 89 months, oversensing on the right ventricular channel was reported.